Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by cloudy peritoneal effluent fluid and positive peritoneal effluent fluid cultures, which required antibiotic therapy. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. Despite the serious adverse events, the pdrn reported the patient continues to utilize the same liberty select cycler without reported issue. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction occurred. Therefore, the liberty select cycler and liberty cycler set can be disassociated from the patient¿s serious adverse events. Furthermore, the patient continues to utilize the same liberty select cycler as before the events without reported issue.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient¿s caregiver stated that the patient¿s solution was cloudy. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was hospitalized for peritonitis on (B)(6) 2022 and was discharged on (B)(6) unknown. The patient was prescribed and treated with an unknown course of antibiotics. The patient recovered and was discharged from the hospital. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient¿s caregiver stated that the patient¿s solution was cloudy. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was hospitalized for peritonitis on (B)(6) 2022 and was discharged on (B)(6) 2022. The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. The patient¿s culture results were positive for peritonitis; however the date of the culture and the organism were unknown. The patient was prescribed and treated with an unknown course of antibiotics. The patient recovered and was discharged from the hospital. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient¿s caregiver stated that the patient¿s solution was cloudy. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was hospitalized for peritonitis on 06/17/2022 and was discharged on 06/21/2022. The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. The patient¿s culture results were positive for peritonitis; however the date of the culture and the organism were unknown. The patient was prescribed and treated with an unknown course of antibiotics. The patient recovered and was discharged from the hospital. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.